Manufacturer narrative:
Conclusions: device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the site that their new handheld computer kept dying after it was unplugged from the wall, even if it had been charging overnight. Product analysis concluded that the cause for the complaint was associated with broken solder connections between the main battery terminal and handheld main board. Once the battery terminal was resoldered to the main board, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charger.